Manufacturer narrative:
This report is submitted on november 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor sound quality with device use. Reprogramming attempts were made; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.